Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and normal battery depletion which meets expected longevity was found. (B)(4): the full lead in segments was returned, analyzed, and the proximal conductor was fractured. It was also noted that the defibrillator conductor was distorted, several conductors were distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking and a non-electrical breach, the outer insulation had a cosmetic depression, and there was blood in/on the helix mechanism.

Event description:
It was reported by the patient that they heard an audible alarm, felt "electrical feelings around my head" and that the patient fell to the floor. The patient is going to be evaluated by physician because of the events. It was later reported that the device was at elective replacement indicator and was explanted and replaced. The lead was returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.